Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) have not yet been recovered. The initial evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor: 03/09/2015, belt: 01/19/2016. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction contributing to the treatment event. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was a rapid rate exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was reportedly sleeping when the home health nurse removed his pic line. The patient reportedly went into cardiac arrest and passed out. The lifevest was reportedly alarming and delivered a treatment. The patient was transported to the hospital where the lifevest was removed, per hospital policy. The patient later passed away in the hospital, not wearing the lifevest, on (B)(6) 2017. Review of the download data indicates that the patient received one shock due to a rapid af rate. The response buttons were not pressed prior to the shock as the patient was unconscious.